Event description:
It was reported that the customer received four button error alarms. The customer's blood glucose level was 116 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and missing end cap sticker noted during visual inspection. No button error alarms noted. All buttons functioned properly. However, the insulin pump had moisture damage on keypad traces.